Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided by the complainant. Visual inspection confirmed the complainant¿s experience of sheath tore. Based on the description of the event and provided photograph, it is likely that the reported event was caused by an instrument that came in contact with the sheath during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This is a combined initial and final report.

Event description:
Name of procedure being performed: total anterior hip replacement. Detailed description of event: the surgeon pointed out that the unit was torn. This was noted about half way through the case. The surgeon continued to use the device and completed the case with the same unit. The sheath did not particulate and there were no missing pieces. The rep was present for the case. No patient injury occurred and the device was discarded after the case by the hospital. A photograph is available. Patient status: no patient injury occurred associated with the complaint event. Type of intervention: no intervention was performed and the surgeon finished the case with the same device.